Event description:
It was reported that this right ventricular (rv) lead had out of range impedances due to a fracture. The physician noted the sutures were tied directly on the lead instead of the suture sleeve, which may have contributed to the fracture. This lead was explanted and a new lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received for analysis.